Event description:
Initial report: this is a serious (medically important) spontaneous case report received by phone on 08-jun-2010., a female patient reported about herself. No details were reported on relevant history, concomitant diseases and concurrent drugs. The patient was treated with poly-l-lactic acid (sculptra) last year (2009). She experienced skin sclerosis, swelling and discoloration at the area of the check last month ((B)(6) 2010). Her treating physician will inject small crystals with cortisone as corrective treatment. Her husband is a dentist and injected her evolence because of marionette lines at the neck. Skin sclerosis had also occurred last month. Also treatment with viscontour every few days. The patient asked for advice.

Manufacturer narrative:
On aug 10, device qa performed.